Manufacturer narrative:
Received a photo from the customer. No conclusions could be made from the provided photo. One used list# mc9013, 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer; lot# unknown --> one used list# unknown, micro clave; lot# unknown. The filter was observed to have some cold form damage. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the side of the filter. The probable cause is from an external force during use leading to a crack. The device history record could not be reviewed because no lot number was identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 14" ext set w/0.2 micron filter, clave® clear, clamp, rotating luer. The reporter stated that, during injection of a radioactive tracer during the stress portion of a myocardial perfusion imaging (mpi stress) test, the patient's patent foramen ovale (pfo) filter malfunctioned and ruptured. Unspecified tracer leaked and landed on the ECG tech and the patient. All involved and the area needed to be decontaminated and the patient needed to have the procedure redone. The leak was right at the rectangle of the filter. There was unexpected or prolonged care. There was no report of any specific human harm associated with this complaint/event.